Event description:
A caller reported an issue with the insulin gauge displaying a fill estimate different from what was expected. The pump showed a static fill estimate of 75, which did not change despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the potential causes related to pressure variances and assured them that the estimate would begin to count down as normal once the insulin level matched the displayed static number. The caller understood and acknowledged this information.